Event description:
On (B)(6) 2012, a reporter in (B)(6) contacted lifescan (lfs) alleging that the patient's veriopro meter varied about 30-40 mg/dl from another meter (unk name). The reporter could not provide specific values for either device. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate high was not resolved with troubleshooting.